Manufacturer narrative:
The crt-d and ra lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) presented with pacing impedance measurements above 2,000 ohms. The pacing impedance measurements have increased steadily since implant; however, all other ra lead measurements have remained relatively stable. No adverse patient effects were reported. The patient will continue to be monitored as the other measurements are still acceptable.